Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an electrophysiology procedure, a cardiac perforation occurred. Transseptal puncture was performed with a brk transseptal needle and the guidewire was advanced. Contrast was injected, which revealed the guidewire had advanced into the aorta. The patient remained stable throughout this time. The wire was kept in place and the patient was transferred for surgical repair. There were no performance issues with any sjm device.